Event description:
It was reported that a ems was used during a hernia repair. It was reported by the affiliate that the instrument jammed after the first staple. Another instrument was used to complete the case. There was no consequence to the pt.